Event description:
This unsolicited case from united states was received on 20-dec-2017 from patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency had right knee pain and is hard when she bends down on the right knee to stand back up again. Also device malfunction was identified for the reported lot number. Medical history included left knee replacement. The patient had a kenalog injection into the right knee on (B)(6) 2017, 3 injections of euflexxa in the right knee, in the year 2013, but her right knee condition had gotten worse in the years since then. Patient had no history of allergy to eggs, feathers, chicken, or bird proteins. Patient's overall health an nourishment was good, with no history of diabetes, immune compromise, or serious infections. No other medications were injected into her right knee at the same time as the synvisc-one. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (batch/lot number: 7rsl021 and expiration date: 31-may-2020; indication and dose: not provided) in right knee. The synvisc-one injection had not really helped patient's right knee pain, but that her right knee pain overall had not been significantly worse. On (B)(6) 2017, patient's right knee pain was real bad, worse that before the synivsc-one injection, but on (B)(6) 2017, the pain was not too bad. The patient had not experienced any inflammation or swelling of the right knee that was worse than the inflammation prior to receiving the synvisc-one injection, the inflammation was about the same as it had always been. The patient did not engage in any strenuous activity such as tennis or jogging after the synvisc-one injection, but was an active person, and did her ordinary amount of walking, including climbing up and down stairs as needed. The patient stated that it was hard when she bends down on the right knee to stand back up again on an unknown date in (B)(6) 2017. The patient estimated, on a scale of 1-10, with 10 being worst, that her right knee pain was about an 8 or 9 prior to the synvisc-one injection, and was still an 8 or 9 after the synvisc-one injection. The patient experienced no fever. No blood work, no drainage of the knee, and no cultures had been performed at this time. The patient was going to schedule an appointment with her doctor. Corrective treatment: not reported for all events except device malfunction outcome: unknown for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi follow-up company comment dated 28-dec-2017: this case concerns a patient who received synvisc one injection and later had right knee pain and is hard when she bends down on the right knee to stand back up again. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship between the events and the product cannot be excluded.

Event description:
This unsolicited case from united states was received on 20-dec-2017 from patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency had right knee pain/injection didn't help my knee pain at all and is hard when she bends down on the right knee to stand back up again. Also device malfunction was identified for the reported lot number. Medical history included left knee replacement. Patient had x-ray on (B)(6) 1967 and MRI (magnetic resonance imaging) on (B)(6) 2017 (prior to injection). The patient had a kenalog injection into the right knee on (B)(6) 2017, 3 injections of euflexxa in the right knee, in the year 2013, but her right knee condition had gotten worse in the years since then. Patient had no history of allergy to eggs, feathers, chicken, or bird proteins. Patient's overall health an nourishment was good, with no history of diabetes, immune compromise, or serious infections. No other medications were injected into her right knee at the same time as the synvisc-one. Patient had osteoarthritis, hypothyroidism, phlebitis (about 40 years ago), swelling left leg. Patient had allergy to sulfa- rash and reflex. On (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, once (batch/lot number: 7rsl021 and expiration date: 31-may-2020; dose: not reported) in right knee for right knee pain. The synvisc- one injection had not really helped patient's right knee pain, but that her right knee pain overall had not been significantly worse. On (B)(6) 2017, patient's right knee pain was real bad, worse that before the synivsc-one injection, but on (B)(6) 2017, the pain was not too bad. The patient had not experienced any inflammation or swelling of the right knee that was worse than the inflammation prior to receiving the synvisc- one injection, the inflammation was about the same as it had always been. The patient did not engage in any strenuous activity such as tennis or jogging after the synvisc-one injection, but was an active person, and did her ordinary amount of walking, including climbing up and down stairs as needed. The patient stated that it was hard when she bends down on the right knee to stand back up again on an unknown date in (B)(6) 2017. The patient estimated, on a scale of 1-10, with 10 being worst, that her right knee pain was about an 8 or 9 prior to the synvisc-one injection, and was still an 8 or 9 after the synvisc-one injection. The patient experienced no fever. No blood work, no drainage of the knee, and no cultures had been performed at this time. The patient was going to schedule an appointment with her doctor. It was reported that the injection did not helped patient knee pain at all (device ineffective). Patient did not visit emergency room (ER). Action taken: permanently discontinued corrective treatment: not reported for device malfunction and is hard when she bends down on the right knee to stand back up again; none for is hard when she bends down on the right knee to stand back up again outcome: unknown for is hard when she bends down on the right knee to stand back up again; not recovered for right knee pain/injection didn't help my knee pain at all a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction follow up was received on 05-jan-2018. Global ptc number was added. Additional information was received on 15-jan-2018 from patient. Event of injection didn't help my knee pain at all was added as symptom of right knee pain/injection didn't help my knee pain at all. Suspect product indication was added. Medical history was added. Clinical course updated. Text was amended accordingly pharmacovigilance comment: sanofi company follow-up comment dated 15-jan-2018: the follow up information received does not change the prior case assessment. This case concerns a patient who received synvisc one injection and later had right knee pain and is hard when she bends down on the right knee to stand back up again. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship between the events and the product cannot be excluded.